Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hardware removal of a retrograde antegrade femoral nail. The nail had broken after being in the patient for several months. In addition, the sales consultant mentioned that patient was non-compliant which might have led to the problem. There was no surgical delay reported. Patient outcome was unknown. Concomitant parts: unknown nail head elem: rafn spiral blade. Unknown screw. This report is for an unknown rafn nail. This is report 1 of 1 for (B)(4).